Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon eval, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open green (belt dischg) and orange (lead 2-) wires between the dn and ECG c. The root cause for the open wires could not be positively identified, but was likely physical abuse. No adverse event resulted from the open wires.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.